Event description:
A customer contacted beckman coulter inc., (bci) regarding falsely low and suppressed low ferritin (fe) results generated by the unicel dxc 800 pro synchron clinical systems. The rerun samples yielded higher results which the customer reported out of the lab. The low results were not reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
The samples were serum, collected in bd gold top serum separator tubes. Per customer, the samples have no visual indices issue. Qc was run before the event and the results were acceptable. Customer stated they had noticed fe was not recovering consistently at the qc levels. The recovery was low and then was acceptable when qc was rerun. A field service engineer (fse) found the wash tower probes were dirty and bent. The fse also found the sample mixer to be scratched. The fse replaced the wash tower probes and the sample mixer. After service, the customer performed precision run on fe using low and high qc and the results were acceptable.